Event description:
Procedure: lap appendectomy. According to the reporter: device was fired and the jaws did not open making it very hard to remove from tissue. The cartridge then detached from the handle. The case was converted to an open procedure.

Manufacturer narrative:
Initial report sent to FDA on 09/18/2009.